Event description:
Customer reported the vertical lift failed at the end of the day during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Customer said system had been in a hot room all day and failed at the end of the day. System is operating as intended.